Event description:
During a lung resection procedure, the instrument did not fire staples.

Manufacturer narrative:
7/23/97-supplementala report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.